Manufacturer narrative:
The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "feels severe pain in the scar and cannot sleep face down and left side. Used corticosteroids for 5 months. Physician requested resonance, and it appeared a difference between the size of the breasts." The device remains implanted.

Event description:
Additionally, healthcare professional reported a patient experienced ¿capsular contracture baker grade iii¿ and resonance findings of ¿elastomeric fold¿, ¿oval nodules¿ and ¿sparse cysts¿.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.